Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 172629: 21 items manufactured and released on (B)(6) 2017. Expiration date: (B)(6) 2022. No anomalies found related to the problem. To date, 2 items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary hip on (B)(6) 2018. During post-op imaging the surgeon noticed a fracture of the femur. The surgeon opened the patient on the same day to cable the fracture. While the surgeon was in surgery he determined that the revision affected the limb length, so the surgeon revised the head successfully.